Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as black foreign material - however, it was not possible to specify the material further. As here was no information to judge obvious misuse of the device at the user facility, no further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the air/water flow of the evis exera iii colonovideoscope was weak or ineffective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside the scope. The report is being submitted due to the foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the air/water supply was insufficient due to the nozzle clogging, angulation was low, the bending section cover glue was worn, the insertion tube was wrinkled, part of the distal end/insertion section was detached, and the switch box was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.